Event description:
It was reported that the air/water valve was insufficiently /incorrectly reprocessed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5, g2. Additional information: h6. During troubleshooting with olympus technical assistance center (tac), the customer was provided with the valve's updated IFU/addendum for reprocessing. The customer was advised to dispose of the affected valve and replace them with new units. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the issue occurred due to mishandling. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. It was reported that the air/water valves were stuck during reprocessing.